Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device was broken off immediately after use. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the cb5lt device was returned with no damage in the external components. The device was visually inspected and no missing pieces were observed from the sealing components. In addition, a piece of plastic was received inside of a plastic jar, however, the plastic does not belong to the returned device. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. In addition, two photos were received for review. Upon visual inspection of two photos, the following was observed: the photos show a sleeve from top view and no damage was noted. Based on the photos, the event described cannot be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.